Event description:
In 05/2003, the pt reportedly was not making auditory progress. In 06/03, the pt was seen by a company representative for device evaluation. Testing confirmed that the device was functioning. Programming changes reportedly resolved the problem. In 10/03, the pt reportedly was seen by a company representative. Testing performed confirmed that the device was functioning. The pt continued to be monitored by the center. In 02/04, the company received the pt's explanted cii device with no prior notification from the center. The pt's family reportedly decided to have the device removed.